Manufacturer narrative:
According to the coolsculpting user manual, under warnings, coolsculpting system use has not been studied in patients with impaired peripheral circulation in the area to be treated. It also states that the use of the coolsculpting device on areas with superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. Such use may result in injury to the patient. Do not use the coolsculpting system on areas with minimal underlying muscle mass or on areas with superficially located nerve branches, arteries or veins. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to an unknown area and reported deep vein thrombosis. Patient stated that dvt probably occurred earlier, but unsure if coolsculpting caused it.

Manufacturer narrative:
Additional information. Corrected data.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the lower and mid abdomen on (B)(6) 2021 with the cooladvantage applicator and developed deep vein thrombosis on (B)(6) 2021. Upon further review by abbvie medical safety physicians, it has been determined that the reported event is not device related.